Event description:
It was reported that the device was difficult to remove. A 10.0-24 carotid wallstent was selected for use in a carotid stenting procedure. After the stent was implanted, it was difficult to remove the delivery system from the wire. The physician tried several ways to retract the wire gently. The device was able to be removed, the procedure was completed, and there were no patient complications as a result of this event.

Event description:
It was reported that the device was difficult to remove. A 10.0-24 carotid wallstent was selected for use in a carotid stenting procedure. After the stent was implanted, it was difficult to remove the delivery system from the wire. The physician tried several ways to retract the wire gently. The device was able to be removed, the procedure was completed, and there were no patient complications as a result of this event.

Event description:
It was reported that the device was difficult to remove. A 10.0-24 carotid wallstent was selected for use in a carotid stenting procedure. After the stent was implanted, it was difficult to remove the delivery system from the wire. The physician tried several ways to retract the wire gently. The device was able to be removed, the procedure was completed, and there were no patient complications as a result of this event.

Manufacturer narrative:
This report is being submitted to correct the correction/removal reporting # (h9) in section h, device manufacturers only.